Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs received. Review of the available records identified separation of the taper connection of the left knee arthroplasty. Post-op images demonstrate anatomic alignment and without fracture or other abnormality. Pre-revision images demonstrates the separation at the femoral implant taper connection, no fracture is identified. Bone quality is osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical products: nexgen 12 mm straight stem. 00599403017 articular surface. Report source: foreign country: (B)(6) customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01645 and 0001822565 - 2021 - 01646.

Event description:
It was reported patient underwent initial knee arthroplasty on unknown date. Subsequently, the patient was revised due to stem separation, dislocation and periprosthetic femur fracture. Attempts have been made and additional information on the reported event is unavailable at this time.